Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector on an ilet pump broke and the connector fragment remained lodged in the pump, prompting user guidance on safe removal and the possibility of device replacement. Symptoms included no adverse clinical effects, and the user¿s blood glucose remained stable at 155 mg/dl. Outcomes included user anxiety and a temporary interruption in normal use until the connector was removed. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed that the user successfully removed the broken connector using a pick and normal operation resumed without further issues. It was concluded that the event involved a broken connector with no patient injury and that user guidance resolved the issue without additional intervention.